Manufacturer narrative:
Event date: it was reported that the event occurred in the beginning of (B)(6) 2017. The exact date is unknown. Report source: country of origin: (B)(6).

Event description:
It was reported that at the time of a site change, the cannula of a cleo® 90 infusion set was no longer attached to the insertion site. It was also observed that the cannula was bent, causing elevated blood sugars upwards of 28mmol (504mg/dl). It was noted it took 48 hours to resolve the high blood glucose sugars. The cannula remained in the patient's hip. No permanent injury was reported.